Event description:
It was reported that a patient underwent an atrial fibrillation ablation which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that a pericardial effusion occurred during the atrial fibrillation procedure. They already had the first transeptal with a vizigo sheath and ablation catheter across the left atrium. They had a second transeptal with an sl1 sheath. The patient's blood pressure dropped before the pentaray catheter was advanced across the second transeptal. The pericardial effusion was confirmed with intracardiac echocardiography (ice). The procedure was aborted, and no ablation was performed. A pericardiocentesis was performed for medical intervention. The patient was reported to be in stable condition. The vizigo¿ sheath, thermocool smarttouch sf ablation catheter, and acunav catheter were the biosense webster inc. (Bwi) devices inside the patient when the pericardial effusion occurred. The patient had a thick septum and the physician had to push hard to go through it. It was believed that the pericardial effusion may have occurred due to transeptal access with the sl1 sheath. Although it was believed that the second transseptal puncture with a non bwi sheath caused the event, the first transseptal puncture with the vizigo¿ sheath cannot be excluded as a contributing factor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that a pericardial effusion occurred during the atrial fibrillation procedure. They already had the first transeptal with a vizigo sheath and ablation catheter across the left atrium. They had a second transeptal with an sl1 sheath. The patient's blood pressure dropped before the pentaray catheter was advanced across the second transeptal. The pericardial effusion was confirmed with intracardiac echocardiography (ice). The procedure was aborted, and no ablation was performed. A pericardiocentesis was performed for medical intervention. The patient was reported to be in stable condition. Device evaluation details: on (B)(6) 2024, the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures and the evaluation has been completed. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warnings and precautions: follow the manufacturer¿s recommended instructions for use for any device used with the carto vizigo¿ 8.5f bi-directional guiding sheath. Careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. Each physician must apply the information in these instructions according to professional medical training and experience when using the device for transseptal access. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Correction: a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name. G1. Manufacturer site addr. Street line 1 g1. Manufacturer site city, g1. Manufacturer site state code g1. Manufacturer site zip code g1. Manufacturer site country code if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).